Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation correction to h10 (device was not returned and the event was not confirmed). The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the errors occurred due to temporary contact failure of electrical contacts of scope connector and video system center and also failure of peripheral equipment or the like. The event can be prevented by following the instructions for use (IFU) which state: "important information : please read before use: warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. During troubleshooting the olympus representative confirmed a maj-1430 cable was plugged in when the b30 error occurred. Representative unplugged the maj-1430 and rebooted the devices. They have also cleaned all the contacts with alcohol. Still getting a b30 error with this scope only, every other scope works fine. Customer uses a third-party vendor for service on that scope. So, it was sent to the third party. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the evis exera iii bronchovideoscope had a b30 scope communication error during an unknown procedure. During inspection and evaluation, the b30 was confirmed and there was a possibility of an e216 error. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.